Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from (B)(6): "when opening the package for use, a foreign body was found inside one of the syringes."

Manufacturer narrative:
The following fields were updated due to additional information provided by the customer: b.3. Date of event: 04-apr-2022 b.5. Describe event or problem: it was reported that foreign matter was found inside the bd plastipak¿ luer-lok¿ syringe hub. The following information was provided by the initial reporter, translated from portuguese: "when opening the package for use, a foreign body was found inside one of the syringes." "Regulatory reporting: when opening the package, it was found a foreign matter inside syringe's hub." D.9. Device available for eval?: yes d.9. Returned to manufacturer on: 26-jul-2022 h.6. Investigation summary: sample and photo received for investigation. Upon visual inspection, black foreign matter can be observed on the syringe. Foreign matter is related to lubrication in the manufacturing process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with maintenance in the rod entry system. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found inside the bd plastipak¿ luer-lok¿ syringe hub. The following information was provided by the initial reporter, translated from portuguese: "when opening the package for use, a foreign body was found inside one of the syringes." "Regulatory reporting: when opening the package, it was found a foreign matter inside syringe's hub."